Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical services director reported a radial tear in a patient's left eye during laser assisted cataract surgery. The cornea was reported cloudy so the energy was raised. A capsular tag was noticed at 5 o'clock position. When removing the capsule, the radial tear was noted and a vitrectomy was performed. In the surgeon's opinion, the tag from the capsule caused the tear.

Manufacturer narrative:
A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 2 is being filed to correct event outcome on prior smdr that was submitted. None was incorrectly selected. Event outcomes (reportable malfunction and required medical or surgical intervention) listed on original medical device report were correct. The manufacturer internal reference number is: (B)(4).